Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe was missing the scale markings. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd plastipak¿ syringe was missing the scale markings. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Samples/ photos analysis: a photo and sample were received, and it is possible observe scale marking missing. DHR review: it was verified the batch record and the manufacturing date for this batch was july 21th to 24th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 24 parts; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: no maintenance records that could related to defect was observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The photo and the sample sent by the customer were verified and it was possible to observe scale marking missing. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process.